Manufacturer narrative:
Vice president of medical affairs contacted the physician to obtain additional information. The physician indicated that his dilation procedure using the ureteral dilator, laser and/or acclarent balloon created a tear in the trachea or posterior tracheal wall causing the facial swelling and pneumothorax. Vice president of medical affairs concluded that the acclarent inspira air balloon device potentially contributed to the adverse event of the facial swelling and pneumothorax. This necessitated medical and surgical intervention to preclude permanent impairment of respiration. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(4) 2013 of an event during a airway dilation case when acclarent balloon dilation technology were used. A (B)(6) year old female with cerebral palsy who had had a long term intubation resulting in subglottic stenosis including one to one and a half upper tracheal rings. Because of this she had a long term tracheostomy. The patient underwent laser incisions and dilations over the years. The physician provided to the patient a dilator to be used at home retrograde through the tracheostomy stoma. The patient was able to manage her stenosis well with this self dilations. In addition, physician performed additional laser incisions, dilation and kenalog injections into the stenosis. The patient did well and was not seen for several months. The patient returned with severe airway obstruction bypassed by the permanent tracheotomy. In the operating room under general anesthesia, the physician noted a nearly complete stenosis. This required placing a spinal needle through a pin point tracheal opening and then passing a guidewire through the spinal needle as a sensing device to track dilators and balloon. He initially dilated the stenosis with a ureteral dilator and then used the acclarent inspira air 14x40 balloon employing two dilations. This was performed without difficulty. After a reasonable period of observation, the patient was discharged home. That evening the patient was noted to have some facial swelling. She was eating and swallowing with no difficulty. There was no neck swelling. The following day she was examined by physician and no perforation was seen in the mucous membrane of the operated site. Over the next few days the facial swelling waxed and waned. A computed tomographic (CT) scan of the neck was unremarkable. The patient traveled to the (B)(6) where she was seen by a thoracic surgeon who found bilateral pneumothorax. Chest tubes were inserted and patient kept in hospital a few days. Since that intervention, she has done well. The physician has seen the patient several times and she has returned to her baseline airway and is pleased with her results.